Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial lead. Atrial oversensing resulted in auto mode switch episodes. The patient was asymptomatic. The physician elected to take no action at this time. The patient would continue to be monitored.